Event description:
A physician has had five occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. To date co has not received the particular details relating to this specific control number. March 3, 2000-additional info received from physician. This particular pt had a phaco cataract extraction, left eye 1999. The pt subsequently developed what the surgeon describes as a severe acute corneal decompensation 12/10/99; no secondary surgery was necessary; the cornea was clear 1 day post-op with some edema 11/24/99 that went to severe edema 12/10/99. Dr states that relatively lower cell count but clear cornea post-opertive & normal intraocular pressure suggests surgery not responsible. At pt's last visit 12/15/99 the visual acuity was at 20/400 and given a poor prognosis and was awaiting "pko".